Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the patient is being readmitted to the hospital as lab results show she is dehydrated. Around 9am on (B)(6) 2024, the nurse practitioner (np) found water on the floor in the patient's room. The np also noticed that the water bag was still full, however the pump was showing that the patient had been fed 690mls of water over the last 24 hours. The nursing staff is claiming that the pump is inaccurate, and the patient is not getting the correct amount of water. Additional information: the patient remains in the hospital at this time. She is npo and tube feeding is sole source of nutrition /hydration. The tube feeding pump was set to feed and flush on continuous mode. The pump was set correctly at the time of malfunction. Formula was leaking from the pump set the morning she was sent to the hospital. The pump did not alarm.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no discrepancies were noted. There is no service history as the device has never been returned to service. The unit was not returned for evaluation; therefore, a root cause cannot be determined. We will continue to monitor related reports to determine if additional actions are necessary.